Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remained unconfirmed.

Event description:
It was reported the patient presented for a follow up in clinic. It was noted that a battery performance alert (bpa) advisory, dated (B)(6) 2021 was received by the clinician and the implantable cardioverter defibrillator was awaiting explant. The patient was stable. Further information regarding explant and replacement was requested, but was not available.